Manufacturer narrative:
Product analysis: the product remains implanted therefore no product analysis can be completed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that three years and four months following the implant of this transcatheter pulmonary bioprosthetic valve (tpbv) a transcatheter intervention was performed due to stenosis. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that the transcatheter pulmonary bioprosthetic valve (tpbv) was replaced with a surgical valve due to calcification of the conduit. The patient was reported to be recovering well following the procedure. If information is provided in the future, a supplemental report will be issued.